Event description:
This customer obtained a higher than expected vitros glu dt quality control result while using the vitros dt60 ii analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No discrepant glu dt patient results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros glu dt quality control result was obtained. The investigation concludes that the glu dt calibration in use was atypical. The atypical glu dt calibration was caused by an improper reconstitution of the calibrator fluids due to the use of the incorrect pipette volume. The root cause of the event is user error. There is no evidence to suggest that the instrument or the reagent was not operating as intended. Once the appropriate pipette was used for diluting fluids used for calibration, expected results were obtained.